Event description:
Balloon burst during stent deployment. The report received indicated that during a stenting procedure, the physician predilated the lesion. Then the 3.0x13mm cypher was delivered to the target lesion, during inflation, the balloon ruptured at 14 atmospheres. A coronary angiogram was conducted and the physician noticed that contrast medium leaked from the balloon area. The device was removed from the pt without any difficulties; post-dilation was not conducted because the stent deployment was sufficient. The procedure was safely finished without any injury or adverse event to the patient. Further info indicated that there were no other anomalies noted in the device and no other problems were encountered during the procedure. The target lesion was the mid left anterior descending, the lesion was an in-stent restenosis of a non-cordis stent, and the lesion was further described as heavily calcified without tortuousity and presenting 90% stenosis.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.